Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs, performed manual prime and the high pressure test per dqtp 6117 section 13.2.3.2.2 and des 8654. A new lab infusion set and 5xx insulin pump was used. All 3 reservoirs passed per specifications and there was no leakage anomalies observed during analysis. The o-rings were checked along with the stopper groove for defects and none were found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call bad reservoirs and high blood glucose levels. Customer's blood glucose level was 559 mg/dl. Customer was advised that replacement reservoirs would be sent out and they agreed to return the products for analysis.